Manufacturer narrative:
Initial reporter city: (B)(4). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed damage to the tip and a pinhole 19mm from the tip. The guidewire lumen is stretched 46mm from the tip and is approximately 5mm long. There is blood in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for pre-dilation. However, the device was unable to cross the lesion and during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for pre-dilation. However, the device was unable to cross the lesion and during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient status was stable.